Event description:
They are breaking. Several are shredding and breaking, thought she was doing something wrong. Pulled a filling out of her molar. Misrepresentation in her opinion. Both pulling loose and breaking. Same filling 3 different times fell out while flossing. Doesn't like the pick either. She threw them out.

Manufacturer narrative:
It appears that the cause of the shredding and breaking is due to the condition of the consumer's teeth. For the same filling to come out three different times would indicate that the consumer did not seek dental attention in order to do a proper dental restoration, but replaced it themselves. A proper dental restoration will not come out when using a flosser. Teeth that have improper or end-of-life dental restorations can have sharp edges which would cut and shred a dental floss. At this point, before the investigation is completed, there is no indication that the flosser has malfunctioned. This is being reported because the consumer lost a dental filling which is considered a reportable event.